Event description:
Covidien endo clip applier #(B)(4), lot n1e0872x didn¿t fire while attempting to clip a bleeding vessel. A second device was obtained from the sterile core supply cart, opened and used. Add¿l info: (B)(4).